Manufacturer narrative:
Based on the claim against the product by the customer noting the system experienced and error on arm 1, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was unable to replicate the reported 23087 during test drive. Fse replaced universal surgical manipulator (usm) to resolve the reported issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis; however, the analysis is not yet completed. A supplemental MDR will be submitted if any additional information is received.

Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure, the system experienced an error on arm 1. System logs confirmed errors 23138 and 23087 reported by universal surgical manipulator (usm)1 axis3. Surgeon reported the fenestrated bipolar instrument in arm1 was grasping tissue. Intuitive tech support engineer (tse) recommended using the instrument release tool to open the jaws on the instrument and then removing the instrument before disabling the arm. Surgeon stated he will disable arm1 and continue using the remaining arms. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
The universal surgical manipulator (usm) was returned for failure analysis, and the reported failure (23087 on carriage) was confirmed to have occurred in the field but could not be replicated in-house. The unit was tested on an in-house system and passed normal mode. Additionally, the unit was tested and passed lissajous, sensor check, sine cycle, and carriage sine cycle. The carriage was disassembled, and debris was found on the rotor's window. The complaint was not confirmed based on failure analysis.

Event description:
Refer to h10/h11 for follow-up information.